Manufacturer narrative:
Batch review performed on 23 september 2024 liner: (B)(4) dm 01.26.2852m double mobility liner ø 52/28 lot 091604: (B)(4) items manufactured and released on 12-sep-2009. Expiration date: 2014-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 38.39.7175.255.00 biolox forte ceramic ball head 12/14 ø 28 size m 0 (USA) (k073337) lot 092211: (B)(6) items manufactured and released on 10-sep-2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to suspected pe hc liner and ceramic head wear, at about 14 years 10 months. The surgeon revised the head and liner. The surgery was completed successfully.